Manufacturer narrative:
The customer¿s report that tubing failed was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted cracks in the male luer fixed collar located along the threads of the collar. Examination under magnification observed that the cracks showed signs of stress marks. No other anomalies were observed. Functional testing confirmed small droplets leaking from the cracks in the male luer¿s fixed collar. The source of the customer¿s report was identified as damages (cracks) in sets male luer fixed collar. The root cause of the cracks were not determined.

Event description:
It was reported that an unspecified failure occurred with a tubing set. Although requested, there has been no impact to patient response or additional event information made available to date.